Manufacturer narrative:
Concomitant medical products: product ID :37751, serial#: unknown, product type :recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient tried to recharge on (B)(6) 2020 and couldn't. The patient stated their stimulation was off and it had been off for a long time. The patient stated they were hooked up with the belt trying to recharge during the call and reported reposition antenna screen. The patient clarified they had not charged since 2015. Over discharge was reviewed and the patient was redirected to their healthcare provider. The patient mentioned they had an appointment with a neurosurgeon on (B)(6) 2020. No symptoms were reported. No further complications were reported or anticipated. [See related pe 703808358 - stimulation not in right place]